Event description:
It was reported that the patient experienced a loss of therapeutic effect, beginning in (B)(6) when she received shots for her back pain. The labeling told patients not to use it if they had urinary issues. It was also reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. The power-on-reset message was seen on (B)(6) 2011. The patient had an appointment with her hcp scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was a dead battery. A revision with a replacement was pending due to the patient's recurring urinary tract infections. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Lead: model 3093-28, lot# v136459, implanted: 2008 (B)(6), explanted: unknown. Programmer: model 3037, serial# (B)(4).